Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no ventricular output and pauses. Initially, it was thought that oversensing was occurring and the mode was changed to voo. The next day, the loss of output recurred and the system was replaced.